Event description:
On (B)(6) 2022, a spontaneous report from the united states from a consumer via telephone regarding a female consumer (age not provided) who was using (B)(6)neck/shoulder/wrist 8hr heat wrap. Medical history and concomitant products were not provided. On an unspecified date, the consumer started topically applied a (B)(6)neck/shoulder/wrist 8hr heat wrap (expiration date 18-mar-2021; lot number unknown) for an unspecified indication. On (B)(6)-2022, updated information was received from a consumer. On an unspecified date, the consumer bought an expired (B)(6) neck/shoulder/wrist 8hr heat wrap. The product did not heat. On (B)(6) 2022, the consumer was noted to have died. The cause of death and date of death were not provided. No additional information was provided as further participation in the adverse event reporting process was declined.

Manufacturer narrative:
The root cause cannot be identified. There is limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number or return sample, a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. No product quality related trend was identified for the subclass adverse event safety request for investigation. Care should be taken when using the device, following all safety and use information as provided with the wrap to avoid the risk of blisters and other skin irritations. The manufacturing operations employ quality control procedures which include in process testing, thermal testing and visual inspection, to ensure packaged product quality.